Event description:
Flow rate too fast, infusion in 3 days instead of 4 days. Fill volume 192 ml.

Manufacturer narrative:
Evaluation summary: no sample was available for evaluation and investigation. The info contained herein is based on the info provided by the initial reporter. The info received confirmed that the pump was filled to 192ml. The nominal fill volume for this pump is 270ml. This underfill of the pump caused the pump to flow faster. The directions for use (dfu) contains a caution for underfilling the pump: "caution: filling the pump less than nominal results in faster flow rate." The delivery time info provided in the dfu indicates that the infusion should have completed in approx 82.25 hrs (not 96 hrs), which is 3.4 days. The pump functioned within specification. In addition, retained devices from lot 632314 were tested for flow rate accuracy. At the nominal fill volume of 270 ml, the average flow rate was within specification. From the info provided, the cause of this incident was user error. No info was available concerning the pt or pt's condition. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.